Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) used in the procedure was not returned. The stent implant was returned entangled with a snare device. There were mangled struts on the first and second row of the proximal end of the stent implant. There was no other damage noted to the stent implant. A snap gage was used to measure the stent implant outer diameters. The proximal measurements could not be measured due to the damage noted. The middle and distal diameter measurements met manufacturing criteria. Product performance engineering reviewing the incident information and analysis of the returned stent. Potential caused for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Return of the promus sds used during the procedure may have aided in evaluation and determination of cause for the reported issue. In this case, the noted stent damage is likely the result of handling and retrieval of the dislodged stent by use of a snare device. It is possible that during interaction with the moderately tortuous anatomy, the stent became loosened and dislodged; however, a conclusive cause for the reported stent dislodgement could not determined. There is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. It was reported that no pre-dilatation was performed. It should be noted that the promus instructions for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. To help ensure this type of issue is not the result of manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the mid rca, with moderate tortuosity. No pre-dilatation was performed. The stent dislodged in the ostium of the rca before it could reach the lesion. A snare was used to retrieve the stent from the patient. The procedure was completed using another promus stent. There were no patient effects. No additional event or patient information is available. You are receiving this MDR report form abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.